Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed an image orientation issue while using the 30-degree endoscope plus.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm the customer reported complaint. The endoscope displayed good in both eyes during in-house testing.